Event description:
It was reported that at initial stimulation on (B)(6) 2012, the pt had redness at the skin flap incision site. For one month, the pt was treated with three courses of antibiotics, oral and IV (cefazolin and ceftriaxone). On (B)(6) 2012, surgery was performed to re-position the pt's device and curettage the granulated wound tissue. On (B)(6) 2012, the pt was readmitted to the hospital and treated with antibiotics for 2 weeks (type unk). The device was confirmed functional. The pt had a limited change to use the device. The surgeon indicated that the infection is controlled and device revision is under consideration.